Manufacturer narrative:
Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.3 inr . Qc 2: n/a. Qc 3: n/a. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. The results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The treatment of the patient with the 12 units of plasma is not consistent with the patient¿s condition as provided. Further clarification will be provided if it becomes available. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter's coaguchek xs meter serial number was (B)(4). This patient had a nosebleed earlier in the day (time unknown). He decided to check his inr using his meter and the result was 1.1 inr at 12 a.m. At around 1 a.m. The patient went to the emergency room and received a rocket to stop the nosebleed. At 6:30 a.m., the patient was tested in the laboratory using an unknown method, and the result was 4.9 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. At the time of the call, the patient stated he was not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in coumadin dosage, is not taking any new medications, had no changes in diet, and has had no recent illnesses. The patient did not have a special or unusual diet. At the hospital, the patient received a heparin drip and plasma transfusion (12 units). The reason for treatment with plasma was unable to be clarified. The patient remembers receiving an imaging nuclear x-ray scan and it showed that his left lung was 100% blocked, and the right lung was 50% functional. Customer had blood clots in the left lung. His heart is also extremely enlarged. No further information could be provided. The patient's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.